Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that white foreign matter was found in the barrel of the bd discardit¿ ii syringe before use. The following information was provided by the initial reporter, translated from french to english: "white fm in the barrel of the syringe"

Manufacturer narrative:
Investigation: bd has been provided with the affected sample for catalog 300296, lot 1807137 to investigate for this record. After evaluation of the returned sample, bd verifies that the white particles inside the syringe were composed by lubricant from the syringe barrel. The particles consist of an accumulation of "slip agent" which is used in the formulation and manufacturing of the polypropylene syringes. The slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment tests have been conducted and they have all passed all established criteria for preclinical toxicological safety evaluations and should not represent any risk if the product is used according to normal practices. Bd has initiated the appropriate corrective and preventative actions for this issue. CAPA#207816 was initiated. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that white foreign matter was found in the barrel of the bd discardit¿ ii syringe before use. The following information was provided by the initial reporter, translated from french to english: "white fm in the barrel of the syringe"